Event description:
Left total hip replacement on (B)(6) 2005. He received the depuy total hip pinnacle acetabular cup sz mm 60, ultamet metal-on-metal insert 06mmid x 60mmod and articular/eze metal-on-metal femoral head. In 2007, he began having pain in his left hip which made it difficult to walk or perform physical activity. This pain is gradually worsening, interfering with his daily life and limiting his mobility. Reason for use: osteonecrosis of left hip.